Event description:
A complaint was received regarding fast draining battery while using the adc device. As a result, on (B)(6) 2022, the customer experience sweating, pallor, and a loss of consciouness and was provided glucagn sc, juice, caramel, and eventually breakfast, by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding fast draining battery while using the adc device. As a result, on (B)(6) 2022, the customer experience sweating, pallor, and a loss of consciousness and was provided glucagn sc, juice, caramel, and eventually breakfast, by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Visually inspected the returned usb/charging cable and no issues were observed. No opens or shorts were observed and usb/charging cable was passed the test. Visual inspection has been performed on the power adapter and no issues were observed. A load tester was used to test the returned power adaptor and observed voltage to be within specification. Power adapter passed the test. The reader was de-cased and placed into the test fixture to download log. The reader was not connected to computer while in fixture. Reader was not recognized by the computer after removing dn3 chip and log was unable to be downloaded. An extended investigation has been performed. Visual inspection has been performed on the returned de-cased reader and damaged usb port was observed. The reader was unable to powered on despite attempts to turn it on. The returned battery was measured to be below specifications. The reader was placed into reader test fixture with returned battery and connected to a charging point. Reader was observed to be charging. The event log was downloaded and checked for cybersecurity. Power consumption test was performed. The off current was measured to be within the specification. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding fast draining battery while using the adc device. As a result, on (B)(6) 2022, the customer experience sweating, pallor, and a loss of consciouness and was provided glucagn sc, juice, caramel, and eventually breakfast, by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.